Manufacturer narrative:
(B)(4): the customer called the philips solutions center and requested assistance with log file retrieval following a pt incident. No further details were captured at the time of the initial call. A f/u call was placed to the customer and the hospital's biomedical technician confirmed that there was a pt death. The biomedical technician also stated that the monitor was not considered to be a factor in the incident and stated that log file review was requested to determine if alarms were being silenced or suspended during the incident timeframe. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer called the philips solutions center and requested assistance with log file retrieval following a pt incident.